Manufacturer narrative:
(B)(4). A thorough analysis could not be performed because the device was not returned. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and moderately calcified, which likely contributed to the reported failure to advance. An interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the sheath during retraction would have then led to the reported difficulty removing the stent delivery system (sds). It was reported the patient movement contributed to the stent dislodging from the balloon. Reportedly, the sds was attempted to be removed; however, resistance was noted therefore the sds was left in the aorta. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. The reported failure to advance, difficult to remove, stent damage, and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records that contributed to the reported event. All stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent damage and stent placement. Additionally, a sampling of units is detructively tested for verity stent dislodgement.

Event description:
It was reported that during the procedure in the left anterior descending artery (lad), left radial access, the xience v 2.5x28 stent system was advanced, but could not cross after pre-dilatation. Dilatation was performed again and the xience v stent system was advanced, but could not cross. An attempt was made to remove the stent system through a non-abbott 6.5 fr sheath; however, a stent strut had become flared due to calcification and the stent system could not enter into the sheath. The physician left the stent system in the aorta. The femoral artery was accessed and a non-abbott guide wire was advanced to the lad and a non-abbott guide wire was advanced to the second diagonal artery. A 2.5x23 xience v stent and xience v 2.5x28 stent were deployed in the lad. Dilatation was performed in the second diagonal using a non-abbott balloon. A perforation was noted in the second diagonal artery due to the non-abbott guide wire. Protamine and 10,000 units of heparin were administered. Dilatation was performed in the second diagonal for treatment of the perforation; however, thrombosis occurred in the lad. Dilatation was performed in the lad. Aspiration of the thrombosis was performed using a non-abbott device and additional dilatation was performed using a voyager nc balloon. A xience v 3.0x15 was implanted in the lad successfully treating the thrombosis. An attempt was made to retrieve the 2.5x28 xience v stent system that had been left in the aorta, but the stent had dislodged from the balloon and moved to the radial artery due to movement of the patient. Via femoral access, a non-abbott guide wire was advanced followed by two dilatation balloons in an unsuccessful attempt to retrieve the dislodged stent.

Manufacturer narrative:
(B)(4): via femoral access, a non-abbott guide wire was advanced inside the dislodged stent implant. The physician advanced a non-abbott balloon through the stent implant and dilated it in an unsuccessful attempt to retrieve the stent. Another unsuccessful attempt was made with a larger sized non-abbott balloon. Cut-down of the radial artery was performed to successfully retrieve the stent. As of (B)(6) 2010, the patient remained in the coronary care unit with administration of bufferin and plavix on-going. Though requested, no additional information has been provided. Dil cath: cyclone 2.0x14, ibp22 2.5x15, legend 1.5x15, voyager nc 2.75x15, ikazuchi 1.5x15l. Guide wire: rinato, advance lite, wizard 1. Guide cath: sheathless 6.5f jl4, launcher 7f ebu 3.75. Stent: xience v 2.5x28, 2.5x 23 . Other: heparin, protamine. (B)(4) - incorrect removal. The xience v 2.5x28 and 2.5x 23 are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.